Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin on demand. Upon interrogation, it was noted that there was noise on the atrial lead. The physician does not plan to make any changes. The patient would continue to be monitored.